Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had missing segment son the display where the time and bolus rate usually showed. The issue was not resolved by a battery change. Advised discontinuation of the insulin pump. The reporter did not know the blood glucose reading. Nothing further reported.